Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered two shocks that were felt to be inappropriate. It was noted that the patient was laying down at the time therapy was delivered. Technical services (ts) reviewed the stored episodes and discussed that the first episode appeared to be a ventricular arrhythmia that led to appropriate shock therapy that converted the rhythm. Variation was observed in morphology that led to beats being discarded, however, did not impact detection and therapy delivery. Ts then reviewed the second therapy episode and discussed that the episode appeared to be an artifact that was consistent with a potential setscrew or seal plug anomaly. It was discussed that the observations would typically present closer to implant, however, could be latent if the patient had avoided laying on the left side until the day of therapy. Ts recommended reprogramming the sense vector to primary if sensing is appropriate. The sensing vector was reprogrammed to primary and no further artifacts were observed. Subsequent information was received that oversensing related to low signal amplitude measurements and noise was later observed and resulted in delivery of an inappropriate shock. Ts discussed potential troubleshooting options. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered two shocks that were felt to be inappropriate. It was noted that the patient was laying down at the time therapy was delivered. Technical services (ts) reviewed the stored episodes and discussed that the first episode appeared to be a ventricular arrhythmia that led to appropriate shock therapy that converted the rhythm. Variation was observed in morphology that led to beats being discarded, however, did not impact detection and therapy delivery. Ts then reviewed the second therapy episode and discussed that the episode appeared to be an artifact that was consistent with a potential setscrew or seal plug anomaly. It was discussed that the observations would typically present closer to implant, however, could be latent if the patient had avoided laying on the left side until the day of therapy. Ts recommended reprogramming the sense vector to primary if sensing is appropriate. The sensing vector was reprogrammed to primary and no further artifacts were observed. Subsequent information was received that oversensing related to low signal amplitude measurements and noise was later observed and resulted in delivery of an inappropriate shock. Ts discussed potential troubleshooting options. Monitoring will be continued at this time. No adverse patient effects were reported. This device remains in service.